Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vicm5 12.6. -9.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024. Lens implanted upside down. There was patient contact (lens touched the eye). No patient injury. The lens damaged during removal. Lens was implanted and removed intraoperatively.

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- device history record (DHR) review; based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).